Event description:
Neonatal death associated with second stage labor and use of vacuum: normal pregnancy and first stage labor (primiparous). Prolonged second stage of labor with multiple attempts at delivery via vacuum delivery system; possibly 12-14 attempts. Fetal head at right occiput posterior at the time vacuum applied. It is unclear whether the use of vacuum directly contributed to death.